Manufacturer narrative:
Investigation summary bd received four photos for investigation. Evaluation of the photos indicated gel smearing. A total of 100 retained samples were visually inspected, and no gel issues was found. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality- gel smearing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes gel smearing was seen in 1 tube which prevented the machine needle from accessing the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes gel smearing was seen in 1 tube which prevented the machine needle from accessing the sample. No adverse impact was reported regarding the patient or user.